Event description:
The customer reported that the pump screen was dark and would not turn on, and the battery would not charge despite using known working charging supplies. There was no adverse impact on the customer's blood glucose level. The technical support team instructed the customer to try various troubleshooting steps, including the use of different charging cables and adapters, none of which resolved the issue. Consequently, a replacement pump was sent to the customer. The customer reverted to manual insulin therapy.